Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied on the small bowel, the first the clip jammed in the jaws but not on tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed that the instrument was fully fired with the red indicator visible in the window. Functional evaluation could not be performed because the instrument was engaged at the end of firing safety interlock. In addition, please be assured that each tube sub assembly is inspected during manufacturing to confirm full clip complement presence. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied on the small bowel, the first the clip jammed in the jaws but not on tissue and no clips were able to be fired from the device. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.